Event description:
It was reported that the patient starting complaining of a headache consistent with a spinal headache. A cerebrospinal fluid leak was reported. It was noted that the cause was still to be determined. It was thought to be either a user issue, such as needle placement technique, or an issue with the stiffness of the catheter tip causing a potential dural puncture. The patient had lain flat for some time to try to resolve it, but the symptoms continued. The patient had two blood patches performed, one being on (B)(6) 2014. The pump had bupivacaine in it at implant, but it was switched to prialt. The drug was again changed from prialt to preservative free normal saline. The catheter was aspirated of drug, but the drug in the internal pump tubing remained. The catheter was functioning; there was no indication that there was a structural issue. No plans had been made for explant. The patient had some improvement, but was still experiencing minor headaches.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).